Event description:
It was reported that a dexcom g7 sensor expired and, after the patient replaced it, the new sensor would not complete pairing with the ilet despite entering the pairing code and restarting the pump; the issue was limited to pairing with the ilet, and the patient was advised to allow additional time and, if unsuccessful, to place a new sensor and contact dexcom for replacement, consistent with an intermittent communication failure involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.